Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. Device evaluation of the subject microcatheter could not be conducted because the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Reviewing of the production records found no indication of product deficiency. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit might be inadvertently applied while the catheter tip was being trapped in the severely calcified cto. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated during a pci to treat a severely calcified cto in the lcx. The microcatheter was advanced over a concomitant guide wire into the cto. The microcatheter became wedged in the cto and when trying to pull back on the catheter the physician noticed that the tip became removed from the catheter. Rotablator was utilized to macerate the tip and the attempt was partially successful. A stent was deployed over the remaining portion. The lesion was lasered and eventually achieved a good result. The patient was doing fine after the pci.

Manufacturer narrative:
The reported microcatheter was returned to the manufacturer and device evaluation was conducted. The tip of the returned microcatheter was torn off at the distal end of the catheter shaft segment; approximately 5mm of the tip was missing. Microscopic observation revealed that shaft strands were disarranged due to accumulated torsion. The distal end of the shaft was scratched possibly by calcium. At the torn end of the tip, tip polymer and under polymer layers and braids were found stretched. The catheter lumen became narrowed by the under polymer layer and braids that were gathered inward by torsion. Reviewing of production records found no indication of a product quality deficiency. Base on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the heavily calcified cto, and that stress led the catheter tip to be damaged and eventually torn off. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfuctions] separation.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.